Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaint reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) was due to challenging patient anatomy and recurrent mitral regurgitation is an outcome of slda. The reported patient effect of mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment/slda and recurrent mitral regurgitation it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted floppy septum and barlow's valve disease. On (B)(6)2020, two clips were successfully deployed, reducing mr to 1. Then on (B)(6) 2020, an echocardiogram showed the second clip became detached from the anterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment/slda), increasing mr to 2+. Additional treatment was not performed. The physician will consult with the patient to discuss options for treatment. There is no urgency for treatment and the patient is stable. The first clip remains stable on both leaflets. There was no clinically significant delay in the procedure. No additional information was provided.